Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for thyrotropin (tsh). The erroneous result was reported outside of the laboratory. The initial tsh result was 0.079 uiu/ml. This result was reported outside of the laboratory where it was questioned. The sample was repeated 4 times with results of 3.57 uiu/ml, 3.57 uiu/ml, 3.57 uiu/ml and 3.59 uiu/ml. No adverse event occurred. The tsh reagent lot number was 187224. The expiration date was not provided. The field service representative (fsr) visited the customer site. It was noted that the customer is using 13 mm sample tubes and that some racks have rack adapters and some do not. The repeated results were performed with rack adapters. It is not known if the initial result was from a rack with an adapter or a rack without an adapter. The fsr also noted some pipetting issues with the sample probe.